Manufacturer narrative:
Continuation of d10: product ID 37603 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep indicating that cause remains unknown. No other issues are noted besides high impedance, history of falls is noted but it is unknown if this is related. This has not been resolved an no further actions will be taken to address this.

Manufacturer narrative:
Continuation of d10: product ID 37603 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that contact 0 right stn 3377 ohms monopolar contact 0 left stn 2498 ohms monopolar bipolar impedances within normal limits for both leads. Patient has reported history of falls. Neither contact is being utilized now.